Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported ineffective stimulation as the system was auto reducing. The pocket site was also causing discomfort. As a result, surgical intervention was undertaken on (B)(6) 2026 where leads were replaced and pocket site revised to address the issue.

Event description:
Additional information indicates that the ipg pocket was revised due to the pocket size being larger than the current ipg which caused the device to shift within the pocket. Site was sutured in to better hold the device and prevent further movement.